Event description:
Gore has received a report of possible graft disruption. Further investigation is pending.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed. Review of the device manufacturing record history. Results: review of the device manufacturing record history confirmed device met pre-release specifications.